Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggested event a stent stuck in the device during procedure could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the charged coupled device cover glass was discolored, the adhesive on the bending section cover rubber glue was chipped and lifting, the connecting tube was scratched, the paint was peeling on the air/water cylinder and the suction cylinder, the universal cord was scratched and wrinkled, the scope connector was corroded, the up/down and left/right angulation controls were out of specification, the image produced was grainy, and the water removal function was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had a stent stuck in the scope which was approximately a fingers width inside the working channel. The issue occurred during an unidentified procedure which was completed with a similar device. The device was returned for evaluation. During the device evaluation, forceps were unable to be inserted into the forceps channel which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.